Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer had already attempted troubleshooting by removing and reinserting the fiberoptic sensor. The getinge representative recommended they remove the sensor, coil it up and mark it ¿broken- do not use¿. They had connected a pressure bag to the inner lumen and had already zeroed the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that within 12 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The patient was previously moved from one facility to another, and was repositioned. However, when the issue occurred, the patient was laying unmoved in the bed. The customer had already attempted troubleshooting by removing and reinserting the fiberoptic sensor. The getinge representative recommended they remove the sensor, coil it up and mark it ¿broken- do not use¿. They had connected a pressure bag to the inner lumen and had already zeroed the iab. The iab was reported to be in use for around 24 hours total. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter full name: (B)(6) rn. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).

Event description:
N/a